Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, failed shocks for ventricular fibrillation were observed. The patient returned to sinus rhythm without emergency intervention. The physician elected to replace the device since it was found to be at elective replacement indicator (eri) and the patient was stable following.